Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio replaced the therapy pcb assembly which resolved the reported failure. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported failure was that a filter, designator fl30, was broken and measured open. This failure prevented the unit from powering on.

Event description:
The customer contacted physio-control to report that their device would not power up on ac power. Upon examination of the device, physio observed that it would not power on at all (no ac or dc power). There was no patient use associated with the reported event.